Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a usual amount of blood ingress in the left ventricular (lv) lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.